Event description:
It was reported that the patient had two low voltage alarms on (B)(6) 2024. The first alarm happened at 11am while directly plugged into the mobile power unit (mpu). The patient stated that the mpu was plugged directly into the outlet with a green indicator and there were no reported outages or loose cables. The second alarm happened at 5:20pm while on battery power, the batteries were fully charged and had been recently calibrated. The site was not able to see that event in the event history. Log files were sent for review and the event log appeared to have captured some low power advisories/hazards on 29dec2024 at 11:02:02am. This appeared to be caused by power to the mpu being briefly interrupted. There did not appear to be any interruption in pump support during these events.

Manufacturer narrative:
Section a: patient weight has not yet been provided. Section g3: the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (20241230_020624) and data captured on the reported event date of 29dec2024 was reviewed. Loss of external power events associated with power cable disconnect and low voltage hazard alarms were active from 11:02:21 ¿ 11:02:23 which appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the ac power cord has a v-lock, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the mobile power unit was manufactured in accordance with manufacturing and quality assurance specifications. The customer order was shipped on (B)(6) 2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.